Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is wear and tear. The manufacturing date is 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that a 0381-000 fixed angle drill guide had damaged threads. The case was able to be completed with the complaint device with a few minutes delay in the case. This was discovered during a proximal tibia procedure on (B)(6) 2024, with no reported patient harm.